Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer resolved the no delivery alarm with a reservoir and infusion set change. The insulin pump will not be returned for analysis.